Manufacturer narrative:
(B) (4): the driver was returned for evaluation. The broken pieces were discarded at the hosp. Visual examination confirmed the driver tip was broken. Fracture surface analysis revealed a quasi-brittle fracture no indication of fatigue consistent with overload of the driver. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the tip of the lockscrew driver broke off during final tightening of the plate. The tip of the driver broke into pieces and fell into the pt. It is suspected that the tip fractured into three fragments. Two fragments were removed from the pt. The third fragment was not located. The wound was irrigated extensively and the "filtered blood" was checked for the fragment. Multiple x-rays were taken which did not indicate any fragments remained in the pt. The location of the third fragment is not confirmed; the fragment is not suspected to have remained in the pt. No add'l pt complications were reported.